Event description:
It was reported that this inflatable penile prosthesis (ipp) stopped working. A surgical procedure was performed, during which a total loss of fluid from the reservoir was noted; however, its source could not be identified. All the components were removed and replaced. There were no patient complications reported.